Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The electrodes were replaced and ise checks were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. The sample initially resulted in a sodium value of 156 mmol/l and it repeated as 138 mmol/l.